Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, when the heartstring iii was deployed after pulling out the delivery device, the seal was unable to provide hemostasis. A replacement device was used to complete the procedure. The amount of blood loss was not noted and the patient did not require a transfusion. It was reported that the amount of blood loss was minimal. The hospital did not report any patient effects.